Event description:
A physician was attempting to apply a fallopian tube clip to a tube. The clip closed prematurely. It was extracted and discarded. Another clip was successfully placed with some manipulation of the applicator.